Manufacturer narrative:
Investigation x-inspect returned samples *analysis and findings complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 29-jun-2005 under work order (B)(4) and sold on 20-jul-2005. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: (B)(6) 2016 - 84278-on/off switch leaking and leaking from exhaust. Tightened on/off switch adjusted delivery tube.- tested ok. (B)(6) 2021- 96789-gas is leaking. N2o nub missing, n2o connector is damaged and the filter is clogged.- missing and damaged parts were replaced. Tested ok. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint product revealed no physical damage. 1 tip was returned with the unit. Functional evaluation: complaint product was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to the on/off valve being loose. This is being attributed to normal wear and tear of the unit. *correction and/or corrective action the on/off switch was tightened. The unit was tested and found acceptable. The unit and the tip were returned to the customer. Coopersurgical will continue to trend this complaint condition. No further training required at this time *was the complaint confirmed? Yes *preventative action activity coopersurgical will continue to trend this complaint condition.

Event description:
Facility reported : broken on/off valve constantly leaks. Fs log # (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Facility reported: broken on/off valve constantly leaks. Fs log # (B)(4).